Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced the graphic user interface (gui) keyboard. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the 840 ventilator keyboard was malfunctioning. There was no patient involvement.